Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that, while wearing the pod in conjunction with dexcom continuous glucose monitoring, a 2-unit insulin bolus was administered. Approximately 15 to 20 minutes post-bolus, the patient experienced weakness consistent with hypoglycemia. Emergency medical services (ems) were contacted, and the patient was transported to the emergency department. Ems reportedly administered oral glucose (described as a sweet substance in a tube). At the hospital, the patient was monitored until blood glucose levels improved, provided food, and discharged the same day. The patient described the event as hypoglycemia; however, no formal diagnosis was reported. Blood glucose values associated with the event are unavailable, as the patient could not recall. The exact event date and discharge date are also unavailable due to patient inability to recall. Device disposition is unavailable, as the device was discarded. Additional case details are limited due to patient recall.